Manufacturer narrative:
The authors concluded that starting a pulmonary embolism response team (pert) can be successful in a community hospital setting and ekos plays an important role. Safety endpoints were acceptable. No device malfunctions were reported in the article. These saes were not reported to the manufacturer at the time of the event. This report is being submitted for hematoma requiring transfusion as it is considered to be procedure-related but not related to the ekos device. Ich is a known complication associated with tpa and is considered unrelated to ekos or ultrasound therapy.

Event description:
The following publication was reviewed as a part of post-market surveillance and reported safety outcomes. Title: outcomes of patients with pulmonary embolism receiving ultrasound-assisted catheter directed thrombolysis after implementation of a pulmonary embolism response team in a community teaching hospital authors: siddiqui a., sharda m., attanasio s. Facility: swedish covenent hospital. Summary of abstract: forty consecutive patients undergoing ekos at swedish covenant hospital were followed as a prospective cohort for the outcome of death and major bleed. Secondary endpoints included assessment of pre/post pulmonary artery pressure (pap). Clinical variables were ascertained by database query and endpoints by review of records. Data were analyzed using excel and the paired-t test. All 40 pts (mean age 56.5 years) underwent ekos for submassive pulmonary embolism. Baseline parameters include ed rv:lv ratio by cta of 1.2, troponin positive in 61% of pts. 30-day and 1-year mortality was 0%. The following safety end-points were discussed in the article: major bleeding was seen in 2 patients; one patient needing transfusion for access site hematoma and one elderly patient with small ich 3 days post- ekos. There were no device issues reported in the article.